Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed alarm - error codes / messages when turning the pump on, that reads replace system, settings unrestorable with error code as 133.6080, back speaker has been replaced and error persists. There was no patient involvement.